Event description:
It was reported that a patient underwent a procedure utilizing a nitinol wire pusher on (B)(6) 2011. During the procedure, the nitinol wire pusher would not pass the suture through the patient's rotator cuff and reportedly bent. Another nitinol wire pusher was attempted with the same result. This caused a delay of greater than thirty minutes to the procedure.

Manufacturer narrative:
Evaluation of the returned device found that it functioned as intended.this report filed (B)(4), 2011.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).